Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced loss of therapy from approximately (B)(6) 2019. Manufacturer representative interrogated the device and found that ipg was unable to communicate with external device and deemed inoperable. To address this issue patient underwent surgical intervention where the ipg was replaced. Effective therapy was restored post operatively .